Event description:
A medical center was using sterilizer to sterilize some instruments. When they opened the door to take the instruments out, the material inside the chamber caught on fire. No injuries or property damage reported.